Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response and alarmed for a button error due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads, and a cracked case near the reservoir tube window corner.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer stated that the buttons on the insulin pump were not responding. The customer's blood glucose was 7.4 mmol/l. The customer stated that the button was not pressed for longer than three minutes. Advised that a replacement insulin pump would be sent. Nothing further reported.